Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the touch pen for the programmer was out of calibration. It was further reported that the touch pen was right in certain areas of the screen, but was an inch or two off in other area and recalibrating the touch pen did not correct the issue. The programmer was recommended to be returned for repair. There was no patient involvement.